Event description:
Gendex dental systems received a customer complaint ((B)(4)) regarding an expert dc intraoral x-ray system regarding potential installation error (symptom was drifting of the tubehead assembly) from university (B)(6) 2011. The investigation of this complaint revealed that incorrect hardware was used for the installation of the units at university of (B)(6) and led to determination that 6 units installed at (B)(6) university were installed using the same incorrect hardware.

Manufacturer narrative:
Gendex dental systems received a customer complaint (#(B)(4)) regarding an expert dc intraoral x-ray system regarding potential installation error (symptom was drifting of the tubehead assembly) from university (B)(6) 2011. The investigation of this complaint revealed that incorrect hardware was used for the installation of the units at university of (B)(6) and led to determination that the units installed at (B)(6) university were installed using the same incorrect hardware. A health hazard evaluation was conducted yielding a hazard/risk index of 2 (negligible risk). Corrective action: to correct these installations, gendex will reinstall all affected units using the correct hardware. Upon completion of each install, the tech will transmit a field service report to the gendex recall coordinator to confirm the corrective action for each unit. (B)(4). A recall notification letter was sent by first class mail on 12/29/2011 to each consignee. As a level a recall, 100% of consignees have been contacted. Please note that this is a class iii recall and requires no public warning. Consignees were provided background info and details on how the nonconforming installations of expert dc intraoral x-ray system will be corrected. The following are the serial numbers for the model #expertdc55na installed at (B)(6) university: manufactured 03/01/2011: (B)(4). Manufactured 03/04/2011: (B)(4).